Manufacturer narrative:
The reported field event was not confirmed. The device could not be interrogated on a programmer. Analysis was not performed.

Event description:
It was reported that the patient presented in clinic to have therapy disabled on their implantable defibrillator. The patient presented in bradycardic rhythm. The device could not be interrogated. Premature battery depletion could not be confirmed as the last successful transmission occurred on (B)(6) 2017. The patient presented in bradycardic rhythm and felt unwell for device replacement on (B)(6) 2017. The device was successfully replaced. The patient was stable during and after the procedure.

Event description:
New information noted that upon interrogation of the device before explant procedure, loss of pacing was observed and the device had reached end of life.